Manufacturer narrative:
Follow-up #1: date of submission 20-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. No corrosion was found inside the battery compartment. Moisture was observed behind the display lens. No battery cap was returned. The test battery cap was able to fit to maintain an electrical connection. During 24 hour testing the pump emitted a loss of prime alarm. The leak test failed with a battery compartment leak. Leak testing also revealed moisture ingress into the pump through a tear in the audio bolus button. The pump cover was removed to find internal moisture on the printed circuit board and internal components. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.